Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient reported with tenderness and tissue inflammation. Implant was removed due to severe bone loss and infection.